Event description:
It was reported that stent damage occurred. The 80% target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the tip of the stent struts were lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The 80% target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion and the tip of the stent struts were lifted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous mr 4.00x24 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.